Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10 minutes into dialysis treatment with an ak98 machine, a patient went into cardiac arrest and passed away. The reporter stated that, after connecting the patient to the dialysis machine, the clinician had stepped away ¿briefly¿ and returned to find the patient had passed away with a ¿large¿ amount of blood around it. The device was not available for onsite inspection. Despite multiple attempts to obtain additional information, the clinic did not respond.

Manufacturer narrative:
The device was not received for evaluation. An event history log review was performed, and no clear device malfunction was identified as the ak 98 machine triggered dedicated alarms to notify the user of the conditions with the machine and detected the venous pressure drop compatible with a needle dislodgement that eventually caused the blood loss. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and since the device was not received for evaluation, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.